Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced the following symptoms described as, "sweating" and a seizure. The customer self-treated by eating a banana and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced the following symptoms described as, "sweating" and a seizure. The customer self-treated by eating a banana and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (UDI) & h4 (device mfg date date) were updated based on the returned product download. Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned and damage on the reader's universal serial bus (usb) port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was further investigated and de-cased. Performed internal visual inspection on the de-cased reader and liquid contamination was observed. Therefore, this issue in not confirmed to used due to damaged usb port. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.